Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:19:43. During night drain cycle one, the patient's ultrafiltration reading was 1817ml, indicating the home patient drained 1817ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device and a visual inspection. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.